Event description:
As reported by the (B)(6) study, during the index procedure a grade a dissection occurred after pre-dilation of the target lesion. The site was covered by the precise. Also an angioguard was found kinked during prep. The (B)(6) female patient was brought to the cardiac catheterization laboratory. Both groins were prepped in the usual sterile fashion. No sedation was given. After local anesthesia with 2% lidocaine, a #5-french sheath was inserted over guide wire into the right common femoral artery. A #5-french vtec catheter was used for initial angiographic evaluation. Subsequently, the vtec catheter and a stiff angled glide wire, we were able to traverse into the external carotid artery. The catheter was advanced. An amplatz super stiff wire was placed. Subsequently, a 7-french sheath was placed. This is after a total of 5,000 units of heparin was given. An additional 1,000 units of heparin was given as well. A s'port exchange wire was deployed in the external carotid artery. An angioguard (501814rmc, lot # 70513503) was opened but never entered the body as it kinked during prep. Then a second angioguard (5018i4rec/lot# 71012471) was deployed distal to the lesion. Pre-dilation was performed using an aviator 4x2 balloon. A grade a dissection occurred after pre-dilation. The physician was unsure if the dissection was caused by the aviator balloon. An 8x40 precise stent was deployed at the lesion at the site of the dissection and post dilated using a 6 mm balloon with excellent results. The total filter time was less than six minutes. At this time, a neurologic evaluation was performed. There appeared to be no significant neurological findings and the procedure was terminated. A femoral angiogram was performed and a perclose device was placed. There appeared to be no complications with this procedure.

Manufacturer narrative:
As reported by the (B)(4) study, during the index procedure a grade a dissection occurred after pre-dilation of the target lesion. The site was covered by the precise stent. Also an angioguard was found kinked during prep. The 65 year old female patient was brought to the cardiac catheterization laboratory. Both groins were prepped in the usual sterile fashion. No sedation was given. A #5-french sheath was inserted over guide wire into the right common femoral artery. A #5-french vtec catheter was used for initial angiographic evaluation. An angioguard (501814rmc, lot # 70513503) was opened but never entered the body as it kinked during prep. Then a second angioguard (5018i4rec/lot# 71012471) was deployed distal to the lesion. Pre-dilation was performed using an aviator 4x2 balloon. A grade a dissection occurred after pre-dilation. The physician was unsure if the dissection was caused by the aviator balloon. An 8x40 precise stent was deployed at the lesion at the site of the dissection and post dilated using a 6 mm balloon with excellent results. The total filter time was less than six minutes. At this time, a neurologic evaluation was performed. There appeared to be no significant neurological findings and the procedure was successfully completed. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of dissection during interventional procedures. The physical manipulation inherent in the procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event. No corrective or preventive action will be taken. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #1016427-2013-00119 and 9616099-2013-00584

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report (B)(4) and 9616099-2013-00584.